Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device had cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.(B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was unable to clear it. Her blood glucose was 106 mg/dl. She didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.